Event description:
A report was received that states that the inflation line detached from the tracheostomy tube after 3 hours in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.